Manufacturer narrative:
One device was received for evaluation in relation to the reported event. Evaluation of the device is currently in progress. Once the evaluation is complete, a follow-up report with evaluation results will be submitted.

Event description:
It was reported that the tracheostomy tube cuff failed to inflate. The defect was discovered prior to placing in patient. Another trach was brought to the room, tested, and used on patient. There was no patient injury reported.

Manufacturer narrative:
H10: device evaluation: samples received: one (1) sample was received from p/n 67sp040 in used conditions, without original packaging and with its certificate of safe handling. Functional test: samples were filled with 5cc of air according to mp bivona tt-tj130 rev. 102 "leak test" to see if there was any functional problem. Results: when the sample was inflated with air, the cuff only inflated one side. According to the IFU (110018853-001 rev.100 - instruction for use ? Pedi/neo tts IFU) the pilot balloon was manipulated, and the cuff inflated. After the whole cuff inflated, it was deflated and inflated 4 times, all the time the cuff inflated completely and symmetrically, based on analysis the complaint is not confirmed. Root cause could not be determined since the sample successfully passed functional test. A DHR review was performed subsequent to the manufacturing of the device and prior to its release. No problems or issues were identified during this DHR review.